Manufacturer narrative:
Other - device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 4 months, due to endocarditis and perivalvular leak. No other details were provided.